Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The device associated to the complaint was not returned for analysis.the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other similar complaint was reported associating product code 3l92515 and batch number 2573249. The x-rays provided were reviewed. Based on the information received and the investigation performed, the root cause of the analysis could not be determined.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Stem device fractured. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Good den.v 2008 I put hip prosthesis everything was fine no problems. And (B)(6) 2014, I was walking with friends in the street and suddenly felt a strong pain in my leg, I sat down on the curb and more I could not stand up. Friends called an ambulance and I was taken to the hospital. I have done in the hospital. X-rays and found that I had a fracture of the prosthesis. All doctors who saw x-rays were surprised how it could be a fracture the prosthesis is in this place. And I was urgently operated on and put a new prosthesis. Can you explain how could be a broken leg prosthesis if titanium. Here I am sending you a picture of the x-ray and leg prosthesis and waiting for an explanation and compensation. If in the near future will not be a positive response I will have to speak to you through the courts.

Manufacturer narrative:
Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.